Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that post op a lap adjustable band procedure, the band was originally implanted at another facility by the same surgeon. An upper gi was done as the patient was experiencing pain and discomfort. It was determined that the band was inside the lumen of the stomach. The band was completely eroded through the wall of the stomach. A laparoscopic removal of the band was done by a distal gastrotomy. Sutures were used to close the patient. The patient had received an unknown number of fills/adjustments. The patient had not had any port infections. The patient is recovering normally. There were no other reported patient consequence.